Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Also, corroded motor during visual inspection was noted. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery or any alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer noticed fluid in reservoir compartment. The customer stated she was unable to see anything wrong with reservoir. The customer stated the pump did not alarm. The customer's blood glucose was between 125mg/dl-130mg/dl. The insulin pump passed self-test. The customer was advised with pump passed test and showing that the pump is still working and understanding her concern the device will be replaced.